Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode of unknown cause and was admitted to the hospital and placed on a ventilator. Interrogation of the device noted low intrinsic right atrial (ra) amplitude measurements, however, no undersensing occurred as a result. No additional adverse patient effects were reported. Available information indicates that this product remains implanted and in service.